Manufacturer narrative:
.

Event description:
A report was received that the patient had fluid collection at the ipg. Attempted drainage with aseptic conditions but was unable to withdraw any fluid. The patient will undergo a revision procedure wherein ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient had significant scar tissue which was why the ipg had to be repositioned. Infection was not suspected. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had fluid collection at the ipg. Attempted drainage with aseptic conditions but was unable to withdraw any fluid. The patient will undergo a revision procedure wherein ipg will be repositioned.